Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain and nausea are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number, the event date, treatment date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the reported event of pain and nausea as follows: possible complications of the use of the orbera¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon.

Event description:
Patient reported pain and nausea after device insertion. Physician prescribed buscopan (butylscopolamine) to treat the event. Device remains implanted.